Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with their infusion sets and would have high blood glucose. The customer reported that they would have insulin building up underneath their site. The customer would go to bed with a normal blood glucose but would wake up the next morning to a blood glucose of 300 mg/dl. The customer¿s blood glucose would be between 300 mg/dl to 400 mg/dl the whole day. They had been treating their high blood glucose with manual injections. They had diabetic ketoacidosis. The customer¿s site was also infected from insertion. The site would be red and swollen. Troubleshooting was performed on the site issues. The infusion set and insulin pump will not be returned for analysis.